Event description:
It was reported that the patient experienced initial implant was too short with an inflatable penile prosthesis (ipp). The ipp remains implanted and a new rear-tip extender was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.